Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range impedances. A lead fracture was visually confirmed. The lead was electrically deactivated and remains implanted. No adverse patient effects were reported.

Event description:
Subsequent information was received that attempts to explant this lead were unsuccessful. As a result, the lead was surgically abandoned. No additional adverse patient effects were reported.